Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the organism was subbed, and testing included two (2) customer lots and a random lot of gn cards, run in duplicate. Vitek® ms was performed, as was sequencing of the gyrb gene. Exper/essay 5491/112. Testing on all six (6) cards resulted in an excellent or very good identification of k. Pneumoniae ssp pneumoniae. Vitek® ms also gave an identification of k. Pneumoniae, with a 99.9% confidence level. Since k. Pneumoniae and k. Variicola are very closely related species, 16s sequencing cannot differentiate between the two (2) species. Therefore, gyrb sequencing was performed. Unfortunately, gyrb sequencing of this isolate showed a 97% identity match with both k. Pneumoniae and k. Variicola. Therefore, the final identification of this isolate is k. Pneumoniae/k. Variicola. K. Variicola is an unclaimed species that is not in the gn card knowledge base (kb). According to the product information guide, testing of unclaimed species may result in an unidentified result or a misidentification.

Event description:
A customer in the united states notified biomérieux of the misidentification of an api educational survey isolate in association with vitek® 2 gn ID test kit (ref (B)(4), lot 2410128403). Vitek® 2 identified the isolate as klebsiella pneumonia ssp pneumonia with 97% probability. Per api, the isolate should have been klebsiella variicola. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this survey isolate. A biomérieux internal investigation will be initiated.